Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage and display anomaly from the insulin pump. The customer's blood glucose reading was 12.6 mmol/l. The customer stated that the pump has been dropped and the screen flashed white and black. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracks on the lcd controller. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the display anomaly. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.